Event description:
It was reported that the device battery voltage had dropped more rapidly than expected since the device interrogation at the prior follow up visit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement time) and time of eri in save to disk on (B)(6) 2012, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.62 volts minimum between (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2012 02:15:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement time) and time of eri in save to disk on (B)(4) 2012, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2012. Patient alert for low battery voltage on (B)(4) 2012 02:15:04.